Event description:
It was reported that the device had failed to give air line alarm after infusion bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device was not returned to manufacturing facility.